Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the stylus calibration is off; bezel overlay assembly found out of electrical specification. Analysis could not confirm that the programmer won¿t switch from programmer to analyzer; switches to analyzer screen with no issues. System fan is noisy. Concomitant medical products: r2290 analyzer. (B)(4).

Event description:
It was reported the stylus touch screen calibration is off, especially on the right side of the screen. Recalibration was tried with no success. It was also reported that programmer can not be switched from programmer to analyzer session. The programmer was returned for repair, test, and calibration. There was no patient involvement indicated.